Event description:
The surgeon inserted an cq2015 three piece collamer lens with forceps and the lens torn. The lens was partially inserted and removed without enlarging the incision and no sutures were required. There was no pt injury.